Manufacturer narrative:
Visual examination found no malfunctions. Full analysis not needed. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient experienced an infection. The full system, including the pacemaker, the right atrial (ra), and the right ventricular (rv), was explanted. There was no allegation from the physician that the infection was abbott device or procedure related. The patient was in stable condition.